Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 2.50 x 12mm promus premier select stent, the shaft broke so that the complete distal part of the device was separated. This occurred outside the patient. The procedure was completed with another of the same device. There were no patient complications, and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a stent delivery system was returned for analysis. A visual examination of the stent found no damages. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within specification. A visual and microscopic examination of the bumper tip found no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 268mm distal from the distal end of the strain relief. Two hypotube kinks were noted on either side of the break, 251mm and 290mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 2.50 x 12mm promus premier select stent, the shaft broke so that the complete distal part of the device was separated. This occurred outside the patient. The procedure was completed with another of the same device. There were no patient complications, and the patient's status was stable.